Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was depleted. It was noted that the ins would not stay charged and so the patient stopped charging it. No patient complications were reported.